Manufacturer narrative:
Health effect impact code: (B)(4). Was this device serviced by a third party? No. Patient identifier: multiple = (B)(6). A patient information: no further information was provided. This report is being filed on an international product, architect intact pth, list 8k25-21, that has a similar product distributed in the us, list number 8k25-27/-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely elevated architect intact pth results. The following results were provided: sample ID (B)(6): 114.5 pg/ml on architect and 59.6 pg/ml on cobas. Sample ID (B)(6): 117.2 pg/ml on architect and 57.11 pg/ml on cobas. No impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Event description:
The customer obtained falsely elevated architect intact pth results. The following results were provided: sample ID (B)(6): 114.5 pg/ml on architect and 59.6 pg/ml on cobas. Sample ID (B)(6): 117.2 pg/ml on architect and 57.11 pg/ml on cobas no impact to patient . Management was reported.

Manufacturer narrative:
H6 component code: g01003. The investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 01620e000. Return testing was not completed as returns were not available. Review of complaint activity and trending data did not identify any trends. Device history record review for the complaint lot did not identify any potential non-conformances, deviations, or non-conformances. The historical performance of reagent lot 01620e000 was evaluated using world wide field data for the routine assay. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 01620e000 was within the established control limits. Based on this investigation no systemic issue or deficiency of the architect intact pth assay was identified.